Event description:
It was reported that there was inappropriate sensing on the ventricular channel due to oversensing on the atrial events. Inappropriate hv therapy was delivered. The lead was capped and replaced.